Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the fan was noisy and the keyboard was damaged.

Event description:
It was reported that the programmer's connector for the radiofrequency programmer head was "bad" and it prevented the programmer from being able to interrogate devices. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.